Manufacturer narrative:
Corrected fields: reporting contact (g1), clinical signs code grid (h6), and health impact code grid (h6). The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device reveals breakage. The impactor tip is broken into two pieces at the proximal end where the impactor tip connects the impactor handle. The surface of the device shows multiple visible scratches. The tip also appears to have been used roughly, as evidenced by visible damage marks. The breakage pattern indicates brittle nature of fracture and rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to combination of design and normal usage related issue. As a device that is manufactured of plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided the complaint report will be updated.

Event description:
The glenosphere was broken after it was struck. It was reported that: "the defect was only noticed after the procedure.".

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The glenosphere was broken after it was struck. It was reported that: "the defect was only noticed after the procedure."